Event description:
Caller reported an error with the continuous glucose monitor. The error had no adverse impact on the customer's blood glucose level. Customer was guided through a pump reset by technical support, after which the error no longer appeared, and the sensor session was successfully initiated.